Manufacturer narrative:
The device was returned and failure analysis performed. Examination of the returned device revealed the device body fractured at the heel axle holes. As a result, the heel was not in its correct position, but remained held by the actuator cable. Material that appeared to be organic was observed to be attached to the heel. This likely occurred when the device fractured in the subcutaneous tissue and does not appear to have contributed to the fracture. The distal end of the device body was not returned. The latchwire was observed to be cut and kinked. Images received confirmed the description of event. A review of the device history record was performed for this lot and no nonconforming material reports have been initiated that are related to this failure mode. Based on the review completed, there is no evidence to suggest the device was out of specification. The probable root cause, based on available info, is excessive force applied by the user resulting in the device fracture. The physician was re-trained on proper use of the device.

Event description:
This was an interventional case. The pt was obese, but no calcification, tortuosity, or scarring was noted. The device fractured in the subcutaneous tissue, which necessitated removal using forceps. The latchwire was then cut and the case converted to standard access. Following the case, the physician acknowledged that the device was over manipulated in this large pt. There was no clinical outcome and the pt was discharged the next day.